Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2026. Prior the procedure, an effusion was noted on the transverse sinus, but it appeared larger on echocardiography post procedure. During the procedure, transeptal puncture was difficult, and the patient anatomy was slightly challenging. Post procedure, a second dose of protamine was administered to the patient as the activated clotting time (act) was still high. The patient was discharged the next day, and the effusion was reported to be small and stable. The patient is expected to fully recover.